Event description:
Additional information was received from a healthcare provider (hcp). The cause of the patient not hearing the eri alarm was not determined. No troubleshooting was done to verify the pump alarm was audible. It was noted the pump would be replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl (100 mcg/ml at 51 mcg/day) and morphine (25 mg/ml at 13 mg/day) via an implantable pump. The pump's indication for use was noted as non-malignant pain. It was reported that the non-critical elective replacement indicator (eri) alarm was occurring; the alarm wasn't expected. At the last refill on (B)(6) 2016, the eri was 26 months. When the hcp interrogated the pump on (B)(6) 2016, eri had occurred and the displayed information indicated that the pump should be replaced by (B)(6) 2016; the hcp did not read the logs to verify the date eri occurred. The hcp confirmed that she was using (B)(4) software version aar with serial # (B)(4). The patient wasn't having any symptoms and didn't hear any alarms. The volumes were within what was expected and the hcp did not see any issues with the pump. The hcp stated that the managing hcp thought the pump needed to be replaced and thought the issue was due to fentanyl. The hcp stated that she didn't pull the logs and she sent the patient home. There were no changes in the flow rate. They changed from simple continuous to flex dosing mode in (B)(6) 2016, but the total daily dose did not change. The hcp was going to have the patient come back in so the logs could be read. Fentanyl was added to the pump in (B)(6) 2016. Additional information was received from the managing hcp. When asked when the patient started experiencing the eri, the hcp noted "23 months remaining life." There were no stalls or change in therapy. The cause of the eri wasn't determined. The hcp stated that the patient would need a new pump. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.